Manufacturer narrative:
The customer confirmed there were no further issues following the service repair. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer replaced tubing and the na electrode. He confirmed there was no leakage with the new tubing. He performed precision testing with acceptable results. The customer performed calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus serial number (B)(4). The customer confirmed calibration and qc were acceptable prior to patient testing. However, the customer was having to calibrate more frequently due to na results drifting higher. The patient's initial na result was reported outside the laboratory. The customer performed na calibration and qc with acceptable results. The customer performed a repeat measurement with the patient's sample due to the initial na result recovering high. The patient's initial na result was 147 mmol/l, and the patient's repeat na result on the same analyzer was 139 mmol/l. The customer determined the repeat na result was correct and a corrected report was provided.